Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital due to high blood glucose (bg) levels exceeding 20 mmol/l (>360 mg/dl) and vomiting while wearing the pod. No information was provided on the type of treatment provided at the hospital.